Manufacturer narrative:
Concomitant medical product: (lot # prg0988x). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of bilateral inguinal hernias by laparoscopic repair and an umbilical hernia. It was reported that after the implant, the patient experienced hematoma, ischemia, clotted blood, scarring, abscess, recurrence, scar tissue, fascia attenuation, and spermatic cord involvement. Post-operative patient treatment included dissection of old mesh, mesh resuture to the inguinal floor, incision/ drainage of hematoma, orchiectomy, hernia repair with new mesh, hernia repair with old mesh, chunks of clotted blood removed, j-prat drain placed, dissection of scar tissue, left ischemic testicle amputation, and spermatic cord resection.